Event description:
Literature: white wm. Sacral nerve stimulation for refractory overactive bladder in the elderly population. J urol. 2009; 182(4): 1449-1452. Summary: this article presents a prospective longitudinal study of 19 elderly and 170 nonelderly women, who underwent stage one lead placement of sacral nerve stimulation for the treatment of refractory overactive bladder in 2001, and were followed for at least 12 months after implant. Reportable event: 42 nonelderly pts underwent successful lead and/or stimulator revision. The reasons for revision were not reported. See literature report with MFR report #3007566237200909040.

Manufacturer narrative:
.